Event description:
It was reported that the system was explanted due to infection. At explant, insulation abrasion with exposed conductors was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two portions. Analysis noted internal insulation abrasion at 29.8 to 31.1cm. External insulation abrasion was found at 17.4 to 17.5cm from the distal tip, consistent with friction to another device. The etfe coating was intact at both abrasion sites.